Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarms noted. Missing end cap sticker noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons had to be pressed a few times before it responded, even after battery change. Customer's blood glucose was unknown. Insulin pump will be replaced.